Manufacturer narrative:
The product and a video were returned for analysis. The reported "iol (intraocular lens) advanced slowly" could be confirmed from the returned video. The device was sent to vendor for further evaluation. The device was received in the blister tray inside the carton. Solution is dried in the device. The plunger is fully advanced outside of the nozzle tip. Iol not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned video shows iol implantation with company preloaded device. The steps related to device preparation and activation are not demonstrated. When the iol is being implanted, the plunger appears to be moving slower than usual. Complaints have been received describing that gas was heard during activation, which led to slower plunger movement/ plunger stopped in some cases. The root cause is potentially vendor related. As per the IFU (instruction for use), the lens should be inspected at the pause location prior implantation. Based on the results from the company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens had come out late and smoke had appeared. Additional information was received stating that there had been a burnt smell when smoke appeared.